Event description:
It was reported that when going in reverse, the right drive wheel for the m51 power chair is slipping. This has been happening past month. He noticed about 6 months ago that it started with a clicking noise when driving low speed then went away.